Manufacturer narrative:
Date sent: 03/13/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon could not open the device even with the release button. Switched to a competitor's device and successfully finished the case. There were no adverse consequences for the pt.